Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the device event history log and caused by severed motor mount screws. The failed motor assembly and screws were replaced.